Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent . The cause was not reported. The patient was hospitalized one day after the event onset and was treated with ceftazidime (1gram, intraperitoneal every day, discontinued after 10 days,) and vancomycin injections(1gram, intraperitoneal every day, discontinued after 10 days). Ten days after hospitalization, the patient was recovered from the event and was discharged. Pd therapy was ongoing. No additional information is available.